Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl to the 400 mg/dl range. The customer's blood glucose level at the time 547 mg/dl. Customer treated with manual injections. Troubleshooting occured. No additional information was provided.